Event description:
Dose calibrator dipper fell apart while assaying dose. The dipper had only been in use for a few months, it should have lasted much longer. In the past 4 years we have had 6 to 8 dippers fall apart. We do not drop the dippers or handle them roughly. A dipper should last for years, not months.

Event description:
Dose calibrator dipper fell apart while assaying dose. The dipper had only been in use for a few months, it should have lasted much longer. In the past 4 years we have had 6 to 8 dippers fall apart. We do not drop the dippers or handle them roughly. A dipper should last for years, not months.

Event description:
Dose calibrator dipper fell apart while assaying dose. The dipper had only been in use for a few months, it should have lasted much longer. In the past 4 years we have had 6 to 8 dippers fall apart. We do not drop the dippers or handle them roughly. A dipper should last for years, not months.